Manufacturer narrative:
Customer technical specialist (cts) has provided a replacement ssvt-1 centrifuge. The rotor was not returned for further investigation. (B)(4).

Event description:
The customer reported to beckman coulter that during centrifugation of samples on statspin ssvt-1 centrifuge the rt-12 rotor broke to pieces. Shattered rotor and samples escaped from the centrifuge and hit two laboratory technicians in front of their bodies and arms. There was no report of injury or any harm caused by flying pieces to either of workers. It is unknown if both lab techs wear ppe at the time of the event. No medical attention was needed. Customer stated the safety shield that should prevent the escape of debris was not in use at that time.